Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator has invalid gas ID on sn (B)(4). This occurred while on a patient use. Patients ventilator support was not interrupted. There was no patient harm reported with this event.